Manufacturer narrative:
H0: the device was not received for evaluation, however a video and photo were provided. Their visual inspection showed an external fluid leakage from the drain bag valve. The reported condition was verified. It is to be noted that the oxiris set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. According to the event description, the bag was in use for 24hours before the disconnection of the valve occurred. Within several hours of treatment, the bag had been filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full, and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. The cause of the event was due to an unintended use of the effluent bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after 24 hours of treatment with an oxiris filter, an external fluid leak was observed from the drain connector of the effluent bag. The leak increased as the weight in the bag increased and a fluid loss/gain limit alarm was generated. There was no patient injury or medical intervention associated with this event. No additional information is available.